Event description:
Information received from the article: siddiqui et al. Complications after treatment with pipeline embolization for giant distal intracranial aneurysms with or without coil embolization. Neurosurgery. 71:e509-e513, 2012. Medtronic (covidien) received information through literature review and the following event(s) were captured as a result of the review. A patient with a giant fusiform distal basilar trunk aneurysm was treated with 3 pipelines. The patient tolerated the procedure well and was at baseline condition neurologically after the procedure. On the same night as the procedure, the patient developed right sided hemiparesis and dysarthria and CT (computed tomography) was unremarkable for large vessel or pipeline occlusion. Heparin was replaced with continuous eptifibatide with complete resolution of symptoms. The next morning (one day post procedure), the patient was unresponsive with pinpoint pupils and extensor posturing bilaterally. He was intubated and CT revealed aneurysm rupture and active extravasation from the dorsal wall of the aneurysm. The patient quickly progressed to brain death. Information received from the same article as MDR# 2029214-2015-00304.

Manufacturer narrative:
The report was created to capture the deaths that were reported in the article: information received from the article: siddiqui et al. Complications after treatment with pipeline embolization for giant distal intracranial aneurysms with or without coil embolization. Neurosurgery. 71:e509-e513, 2012. Http://www.ncbi.nlm.nih.gov/pubmed/22710418. The IFU (instructions for use) states that the pipeline is indicated for the endovascular treatment of adults with large or wide neck aneurysms in the ica (internal carotid artery) from the petrous to the superior hypophyseal segments. The article describes a pipeline placed in the basilar artery which is against indication. The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The lot history record review was not possible as the lot numbers were not reported. (B)(4).